Event description:
On (B)(6) 2009, this pt underwent repair of a ductal aneurysm using gore tag thoracic endoprosthesis and concomitant axillo-axillary bypass grafting. In (B)(6) 2010, the pt developed chest pain and fever, and a blood culture came back positive for (B)(6). Computed tomography (CT) taken in (B)(6) 2010 showed duplicate aneurysms at the aortic arch, which were initially treated with antibiotics. However, a follow-up CT taken in (B)(6) 2010 revealed enlarged pseudo aneurysms adjacent to flares of the stent graft. On (B)(6) 2010, total arch replacement was performed to address the pseudo aneurysms. During the procedure, it was determined the proximal flares of the gore tag device had perforated the aortic wall at two sites, causing aortic ruptures. Pathological examination of the aortic wall showed no infiltration of inflammatory cells, and cultures from the pseudo aneurysm and resected aortic wall both came back negative. Post-operatively on an unk date, the pt developed a minor cerebral infarction with transient hemiplegia. The pt was discharged from the hospital with no further issues.

Manufacturer narrative:
The review of the mfg paperwork verified that this lot met all pre-release specifications.